Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump was under delivering. The customer¿s blood glucose level was 600 mg/dl. The customer¿s incident blood glucose level was 412 mg/dl. The customer was treated with manual injection. The customer did report symptoms as a result of high blood glucose level such as nausea vomiting and abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will be and reservoir will not be returned for analysis.